Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were no green light on telemetry portion on the monitor during manual transmission. Patient was referred to clinic to rule out any potential device concerns. Patient may bring the monitor during the clinic visit. The remote monitor will remain with patient and will not be returning the monitor at this time. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.